Event description:
Reportable based on device analysis completed on 03dec2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage and shaft break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the proximal section of the stent was damaged with struts lifted and misaligned. The crimped stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified that the tip was damaged. The device was received in two sections as a result of a break in the hypotube. The break was located at 89cm distal to strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.